Event description:
A 3.5mm x 30mm length ave micro stent ii was inserted into the right coronary artery and deployed, successfully. A 3.5mm diameter x 15mm length non-compliant ptca balloon was inflated multiple times at different pressures for post dilation within the stent. After post dilation of the stent, there appeared to be a slight "gap" in the segments with no alteration in bloodflow to the distal artery. Subsequently, another stent, 3.5mm x 30mm length ave gfx stent was placed to treat the proximal lesion in the target vessel as well as to overlap the minor "gap" in the previously deployed stent. The stent procedure was successful and there was no add'l clinical sequelae reported relative to the event.